Event description:
During a right hip arthroplasty, as the surgeon threaded the acetabular inserter into the acetabular cap, the tip broke off and remained inside of the acetabular cap. Unable to retrieve broken tip from the acetabular cap. Surgeon decided to leave tip.